Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Set screw, ti gamma3 ø8x17.5mm catalogue number (B)(4) and lot code k0a6bb4 is a component of the trochanteric nail kit, ti gamma3 ø10x170mm x 130° catalogue number 31300170 and lot code k0a6bb4. The device was reported under 0009610622-2014-00361 by investigation (B)(4). This report was issued in error.

Event description:
During g3 nail surgery, when the surgeon inserted the set screw, the set screw was stuck inside the nail. The lag screw was not able to be locked. Therefore the surgeon removed the lag screw and nail. The surgeon thought that the thread inside nail was damaged. The surgeon opened another nail and inserted set screw first used to the nail. However the set screw was stuck inside the nail. Afterwards, because the set screw opened to the 2nd was inserted in nail used first, they were used and the operation was finished.

Event description:
During g3 nail surgery, when the surgeon inserted the set screw, the set screw was stuck inside the nail. The lag screw was not able to be locked. Therefore the surgeon removed the lag screw and nail. The surgeon thought that the thread inside nail was damaged. The surgeon opened another nail and inserted set screw first used to the nail. However the set screw was stuck inside the nail. Afterwards, because the set screw opened to the 2nd was inserted in nail used first, they were used and the operation was finished.